Event description:
Procedure: wedge resection. Reportedly, while applying the device to tissue over neoveil (a reinforcement material), the handle stuck. The black return knob could not be pulled back, so the clamp cover was moved to open the device jaws. The surgeon opened the thorax, and reinforced the tissue with hand sewing.